Manufacturer narrative:
Calibration and qc were in range on the day of the event. The investigation was unable to determine a direct root cause.

Event description:
There was an allegation of a questionable total protein urine/csf gen.3 result from the cobas 8000 cobas c 502 module. The initial result was 18 mg/l, the first repeat result was 113 mg/l, and the second repeat result on a cobas pro was 95.1 mg/l. The second and third results are deemed to be correct.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.